Event description:
Customer's mother reported her son experienced a loss of consciousness after adc meter reading of 94 mg/dl. It should be noted the customer's meter was not coded correctly. A second adc meter resulted in a 34 mg/dl result. Customer was treated with orange juice and transported to the hospital.

Manufacturer narrative:
A follow up report will be submitted if product is returned for evaluation.